Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the doctor revised the lead and the patient was reporting good coverage again.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A manufacturer representative reported that the patient fell off of a swing and during the fall their implant got caught and the lead ripped out about 2 centimeters. This issue occurred about a month prior to the report. They had already been programming at the tip of the lead for the patient's indication and since the fall they hadn't been able to recapture coverage. The physician planned to push the lead back up 2 centimeters with a lead revision. The revision was scheduled for (B)(6) 2016. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.